Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm vein. A 6.00mm/2.0cm /50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form at 6 atmospheres for 2 seconds upon fist inflation. The device was removed without problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
(B)(6).